Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a rash on his back underneath the lifevest. The patient's nurses were treating the rash with benadryl. The patient reported that the rash improved.